Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6b date explanted: unknown/asked information was not provided. Device evaluation: the lens was received inside a specimen cup in a plastic bag. During a visual inspection, the device was inspected under magnification. The lens was cut into three pieces with one haptic detached and coated in viscoelastic residue. The lens was cleaned and no further issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a drt225 model lens. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. The lens diopter results obtained from the miq electronic system show that the production order was released within diopter specifications. A search revealed that no other complaints have been received for this production order. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The drt225 model intraocular lens (iol) was implanted in the patient¿s eye. Post-operatively, patient reports positive dysphotopsia and poor quality of vision despite plano refraction. An iol exchange was scheduled for (B)(6) 2026 however, there was no confirmation the iol explant occurred. The suspect iol was returned for product investigation, thus indicating the iol was explanted during a secondary surgical procedure. Both replacement lens information and patient prognosis post lens exchange are unknown. No further information is available.